Manufacturer narrative:
(B)(4). Concomitant medical products: unknown head, unknown poly spacer, unknown bio-clad cup. Report source, literature - faris, p.m. Et al (2006). The cemented all-polyethylene acetabular cup: factors affecting survival with emphasis on the integrated polyethylene spacer. The journal of arthroplasty, 21(2), 191-198. Doi: 10.1016/j.arth.2005.04.030. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported in a journal article that one patient was revised due to a hip fracture. Attempts have been made and additional information on the reported event is unavailable.